Event description:
Olympus medical systems corp (omsc) was informed that during a tul and pnl procedure the image of the subject device (otv-s7h-1d f08e) became dark. The procedure was completed with another otv-s7h-1d-f08e. There was no patient injury reported.

Manufacturer narrative:
Omsc received the subject device for eval. Some corrosions on the electrical contact of video connector were observed. They may cause the abnormal image of the subject device. The cause of the corrosions may be due to the improper handling of the user. The ch-s190-08-lb instruction manual already states; before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-s7v. Wet contacts could cause the equipment to malfunction. This report is being submitted as a medical device report in an abundance of caution.